Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reports to have received a failed battery test alarm. Customer's blood glucose was unknown. After troubleshooting, customer was not able to clear alarm initially, but was then able to clear. Customer was advised that battery cap would be replaced as a courtesy. No further information provided.